Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received confirmed technical support was contacted and the device was reprogrammed to resolve the event. The suspected root cause of the event was fusion.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
During a follow-up in clinic, a loss of capture followed by oversensing was observed on the right ventricular (rv) lead resulting in patient dizziness. No intervention was performed at this time. The patient was stable.